Manufacturer narrative:
Correction: this complaint is a service complaint and not a product complaint. Complaint to be cancelled as a product complaint.

Event description:
It was reported that bd luer-lok¿ syringe was received damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309579 batch no.: 8329717. It was reported the product was received damaged. Verbatim: product is damaged/leaking/outdated. Please let us know if a call tag will be issued or if you would like us to destroy or donate the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe was received damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309579, batch no.: 8329717. It was reported the product was received damaged. Verbatim: product is damaged/leaking/outdated. Please let us know if a call tag will be issued or if you would like us to destroy or donate the product.